Event description:
Developed lung cancer after usage of phillips dreamstation machine. Went in for surgery on (B)(6) 2020. Machine was in use for approximately 4.5 years. FDA safety report ID # (B)(4).